Event description:
A company representative reported that the tip of a mesa jack cricket fractured intra-operatively and that the fractured tip remains in the patient. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.